Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer did not ensure insulin was at room temperature when filling the cartridge. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer's blood glucose level.